Event description:
It was further reported at the time of the event, the diagonal branch was noted to be jailed and had 70% focal ostial stenosis. Ecgs performed at the time of the event described normal sinus rhythm. The patient underwent a "t-stenting" procedure in which both the lesion in the left anterior descending and the diagonal branch were treated with 2 drug eluting stents with no post procedure complications noted.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. Due to functional class ii dyspnea on exertion and progressive angina, the patient was referred for cardiac catheterization which revealed an 80% stenosed and 8mm long de novo lesion in the heavily calcified and non tortuous mid left anterior descending coronary artery (lad). The lesion was predilated with a cutting balloon, and a 2.75x20mm taxus liberte stent was deployed followed by post dilation resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel. At 171 days following the index procedure, the patient presented with chest pain that was responsive to nitroglycerin. A subsequent stress test was abnormal and the patient was referred for cardiac catheterization which revealed a diffuse, 20mm long and 60% stenosed lesion in the mid lad with timi-3 flow. This was determined to be in stent restenosis. It was treated with placement of a 2.75x28mm non bsc drug eluting stent followed by post dilation resulting in 0% residual stenosis and timi-3 flow was maintained. An unrelated bifurcated lesion in the diagonal artery was treated at the same time with a drug eluting stent. The event was considered resolved and the patient was discharged 1 day later. It is the opinion of the physician that the event is possibly related to the study device.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).